Event description:
It was reported an angio-seal was selected for use. The pt had a left femoral artery stick with a 45cm sheath. A femoral angiogram was performed and the physician decided to close. The physician tried to deploy the angio-seal and it would not insert into the vessel. The locator/sheath was observed to be bent. The pt had a vessel dissection in the common femoral artery (cfa) so balloon angioplasty and stenting were done to take care of the problem. It was noted that the pt was in a reverse position and the angle of access was steeper than usual. The pt did fine and manual compression was used for groin closure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.